Event description:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ("I became pregnant") in a (B)(6) female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "lode". The patient's past medical history included parity 4 and multigravida. In (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (c-section and physician cut and tied the tubes). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: I had to have an emergency c-section, and the physician cut and tied my tubes; however the coils are still there. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("essure removed"), pregnancy with contraceptive device ("I became pregnant") and caesarean section ("c-section") in a 41-year-old female patient who had essure (batch no. 6264bb) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not performed" and device ineffective "device ineffective / tubal pattent". The patient's past medical history included parity 4, multigravida and postpartum state (essure inserted after 2 months of delivery). On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and caesarean section outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for caesarean section and medical device removal with essure. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: physician stated that on (B)(6) 2017 essure was removed by laparoscopy; lap tubal was done. No pathology result was provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. No abnormal findings were seen prior essure insertion it was reported that pregnancy was confirmed by doctor. Most recent follow-up information incorporated above includes: on 11-jun-2018: pregnancy questionnaire received: lot number was provided (6264bb). Onset date of essure was updated to (B)(6) 2008. It was reported that confirmation test was not performed. However, tubal patency was mentioned. Physician stated that on (B)(6) 2017 essure was removed by laparoscopy; lap tubal was done. No pathology result was provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a consumer and describes the occurrence of medical device removal ("essure removed"), pregnancy with contraceptive device ("I became pregnant") and caesarean section ("c-section") in a 41-year-old female patient who had essure (batch no. 6264bb-invalid) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not performed" and device ineffective "device ineffective / tubal pattent". The patient's past medical history included parity 4, multigravida and postpartum state (essure inserted after 2 months of delivery). On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and caesarean section outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for caesarean section and medical device removal with essure. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: physician stated that on (B)(6) 2017 essure was removed by laparoscopy; lap tubal was done. No pathology result was provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. No abnormal findings were seen prior essure insertion it was reported that pregnancy was confirmed by doctor. Lot number: 6264bb is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-sep-2018: quality safety evaluation of product technical complaint-batch invalid. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.